Manufacturer narrative:
E1 - address 1:(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error code b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage of the plug unit, no image occurred and error code b30 was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. This issue was identified during reprocessing. There were no reports of patient involvement.